Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2021. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency urge incontinence; the trial began on (B)(6) 2021. It was reported that that last night they had a strong impulse down their legs and felt like it was going nuts. Patient took pain medication so they could go to sleep. The patient turned down the stimulation from 3-2 and then turned it off. They turned it on again and their leg settled down. Checked to see if the wire was twisted or something. It settled down and the patient was able to go to sleep. They put the stimulation back on at stimulation of 3 and it is okay. Support link advised to contact their clinician in regards to health issues. The patient was concerned their wires got twisted or were disconnected. They are still feeling stimulation. Support link still advised to have their clinician check it out if they felt it was twisted. Patient said they also thinks they got a cold from being at the hospital. Patient said they were happy because they were able to void a whole 12oz which was better than before. On (B)(6) 2021, the patient stated their legs are hurting and taking pain medication to try and help. The patient has also turned off stimulation and once their legs feel better, they turn the stimulation back on to 0.1. The patient is concerned the lead may be too close to their nerve. The patient also noticed their programmer was off and had become disconnected but, the patient was able to reconnect the programmer on their own. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they have questions about their health.

Event description:
Additional information was received from the patient. They reported that the patient mentioned shooting pain on our call today. Patient stated they have been having a difficult time sleeping due to the pain so they have been taking pain medication. Patient let mentioned turning off therapy for one hour last night at 9:40, said this was the only thing that they have found to help the pain. Patient has reached out to their doctor regarding all of this. They are doing better now since their pain medication was changed.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.